Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to the customer's hearing ability, the resume pump alarm could not be heard. The customer thought that the blood glucose level was not impacted and was reported as 322 mg/dl. The customer administered a correction bolus. Tandem technical support reviewed optional pump vibration notification of alerts and alarms.